Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: a complaint history check was performed and this is the 4th. Related complaint for needle clog on lot # 9338808. Investigation summary: customer returned (5) used 32gx4mm bd pen needles without tear drop labels or inner shields attached. The customer reported that when she primes no insulin flows. All 5 returned samples were examined, and it was observed that 2 pen needles exhibited bent non-patient end (npe) cannulas and 3 exhibited broken npe cannulas. No evidence of manufacturing defect was observed. The bent and broken npe cannulas would be the cause for no flow through the pen needles, hence, the customer would think the pen needles were clogged. Since all 5 pen needles were returned after use, the probable cause of the bent and broken npe cannulas can be traced to the user. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (npe cannula bent, npe cannula broken). The root cause for this issue is user related. The npe cannulas were bent and broken after the user handled the pen needles. Based on the above, no additional investigation and no CAPA/sa is required at this time "

Event description:
It was reported that a pen ndl 32g 4mm hp 100 box 1200 ca was unable to prime during use. The following was reported by the initial reporter: "consumer stated, when she primes, no insulin flows stated, she has to take 8 units, so she dials up 9 and tries to get one unit to come out first."